Manufacturer narrative:
Weight, ethnicity, and race: unk. This product is not marketed in the us (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -9.0/1.0/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a longer length lens due to low vault.. The problem was resolved. Cause is reported as unknown.